Manufacturer narrative:
Date of event: the adverse event date for the patient missing a large amount of bone in an unknown date in 2017. This report is for an 4 unknown 5mm cannulated locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a masquelet procedure on (B)(6) 2017 as the patient was missing a large amount of bone. The initial surgery was performed on (B)(6) 2017 by open reduction internal fixation procedure for treatment of a grade 3 open femur fracture. The hardware implanted during the initial surgery was one 4.5mm va-lcp curved condylar plate/16 hole/336mm/right, four 5.0mm cannulated locking screws, one 5mm locking screws, four 4.5mm cortex screws, two 3.5mm cortex screws, 3.0mm headless screw and 1-3.0mm headless screw. All the implanted hardware was removed intact during revision surgery on (B)(6) 2018 due to infection and delayed healing, except for one 1-3.0 headless screw which not able to be removed and was left inside the patient. The procedure was successfully completed without any delay and the patient was ok after the surgery. This complaint captures the event of the masquelet procedure (B)(4)-(source complaint) captures hardware removal due to infection and delayed healing (B)(4) captures the screw that was not removed during revision surgery. This complaint involves seven (7) parts. This is report 2 of 7 for (B)(4).